Event description:
It was reported that the external pulse generator had an issue with its battery levels. Follow-up to obtain clarifying information was not successful. The generator has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the customer's observations or complaint, no battery was returned with the device, and it passed its incoming testing. It was noted however that the battery contacts were contaminated. The main board was calibrated and the battery contacts cleaned, the device then passed all tests with no visual or electrical anomalies observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.